Manufacturer narrative:
The customer noted qc failed crem calibration; however, it passed upon repeat. The following shift ran qc which failed. The customer re-calibrated the unit, however, it failed qc. A bci field service engineer (fse) found the cup reagent syringe was leaking and replaced it. A clear root cause for this event cannot be determined.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low or high creatinine results generated by unicel dxc 800 pro clinical system. Patients samples were rerun on alternate unit results within the normal reference range were obtained. Some of the erroneous results were reported out of the laboratory. Patient treatment was not impacted by this event.